Event description:
Per the information provided to co by the physician, through co's international representative, the device was removed due to "infection and erosion." As reported to co, the entire device was removed. 4/17/97 - upon receipt of the operative report from the physician, surgeon's office, via co international representative, the physician/surgeon stated...there was "severe venous leakage." During surgery, he encountered "severe fibrosis in the proximal part."